Manufacturer narrative:
Product analysis: product analysis: analysis of the device was able to confirm the customer comment of a broken output connector assembly. Analysis also noted that the hanger assembly was broken, upper case was broken, and foreign material was found inside the device with no issues found due to this. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular output connectors. The epg was returned for service. There was no patient involvement.